Event description:
It was reported that they experienced high blood glucose level. The customer¿s blood glucose level was 22.5 mmol/l. The customer treated high blood glucose with insulin pump. The customer did not allege under delivery on insulin pump. Insulin pump had insulin flow blocked alarm and insulin was exited. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. It was unknown that customer was using auto mode or not. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.